Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 12.9ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low are 61/60 mg/dl; for level high are 241/242 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 5:00pm after receiving high readings from his prodigy diabetes meter. The end user stated he felt shaky and could not stand and the meter read 201 mg/dl but he questioned the accuracy based upon the way he was feeling. The paramedics were called and they performed a test with their meter and the result was 492 mg/dl he received an IV of fluid to lower his blood sugar and was transported to the ER. Upon arrival to the ER his blood glucose was 388 mg/dl where he remained on the IV drip. Additional test were performed unrelated to his diabetes. The end user was hospitalized for 2 days and instructed to follow up with his pcp. His blood glucose at discharge was 169 mg/dl. No additional information was provided.